Event description:
Shielded IV catheter unable to be screwed onto the blue clave due to uneven protruding surfaces on the rim of the IV catheter. Thus IV can not be connected to clave and then to IV tubing for IV fluid (ivf) administration during CT scan. The CT tech states this has happened a total of 3 times recently and all are from the same lot.======================manufacturer response for bd insyte autoguard 22 ga 1.00 in 0.9x 25 mm, bd insyte autoguard (per site reporter).======================a message was left for the manufacturer. Await response.